Event description:
Spouse of consumer reported mixed product, stated that there were pen needles with gray covers in her box of 4mm pen needles. She stated that she discarded the needles when she saw that they were different. She also stated that her husband has never used needles with gray covers. Caller also reported that there were about 20 needles in the same box that were shorter than the 4mm that her husband is using. She believes that the needles are too short and does not go far enough into the skin. I advised consumer that the 4mm pen needles are the shortest and finest needle that we manufacture. Lot #: 3058981 catalog #: 320618 date of event: unknown samples: available - sending mail kit

Manufacturer narrative:
20 pen needles affected.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.